Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Two stents were reported to have the defect of stent shortening, ziv6-35-125-6.0-60-ptx-ci of lot number c1114303 and ziv6-35-125-6.0-100-ptx-ci of lot number c1114300. This investigation deals with the stent shortening of , ziv6-35-125-6.0-60-ptx-ci. For details of the investigation for of ziv6-35-125-6.0-100-ptx-ci reference 3001845648-2017-00112. The ziv6-35-125-6.0-60-ptx-ci stent of lot number c1114303 was implanted in the patient and are therefore unavailable for evaluation. With the information provided a document based investigation was carried out. According to information provided it was confirmed that the vessel was occluded within the study lesion on the 12 month follow up. It is known that the patient had pre-existing conditions including coronary artery disease, type ii diabetes and hypercholesterolemia. Images were provided for (B)(4) to support the complaint investigation. They were reviewed through cook research inc. (Cri) and the following comments were provided by the independent reviewer: findings: 1. Implantation and one year follow up ultrasound is provided along with the complaint report. 2. Two zilver ptx stents were implanted across a 10cm long right proximal sfa occlusion. The cranial (6x60mm) stent was implanted in 8% longitudinal compression (52mm/60mm) and the caudal (6x100mm) stent was implanted in 10% longitudinal compression (90mm/100mm). The stents overlapped 23mm for a total stented length of 119mm. 3. The mouth of the cranial stent, the distal cranial stent, and the mid caudal stent were constrained to 3.7mm compared to the majority of the stented length which expanded to between 4mm and 5mm despite post implantation angioplasty to only 4mm. 4. Just distal to the stent implantation site, a focal 50% stenosis (2.5mm/5mm) and diffuse 25% (3.7mm/5mm) to 45% (2 .7mm/5mm) stenosis of the mid sfa limited outflow. 5. Runoff was single vessel via the posterior tibial artery. The anterior tibial artery occluded just distal its origin and the peroneal artery bifurcated into two very small caliber diseased arteries in the distal calf at the site of a remote tibial fracture. The peroneal branches filled only small branches that terminated at the ankle and not into normal tarsal arteries. 6. Iliac and common femoral inflow was without significant stenosis. 7. On the one year ultrasound the stents had occluded. Short segments of stent patency consistent with small channels kept open by small sfa branches were present at the proximal and distal ends of the stent. The cranial stent mouth was still constrained to 3.7mm by an atheromatous plaque of the anterior sfa wall. The 50-99% stenosis distal to the stents reported by the site was not convincingly observed on the provide imaging. On duplex, 50% was suggested however the upstream occlusion limited inflow to the point that doppler waveforms were not useful to quantitate additional downstream stenoses. Impression: 1. Stent occlusion during the year after implantation was confirmed. 2. Patency was challenged by post implantation angioplasty to only 4mm resulting in almost 30% residual stenosis relative to a 5mm reference vessel diameter. Patency was also challenged by the mid sfa untreated stenosis and single vessel runoff. 3. The stents were implanted in longitudinal compression however it cannot be determined whether this had a deleterious effect on patency. 4. Significant findings relative to the patient's anatomy were observed. Runoff was single vessel. 5. Significant findings relative to the disease state were observed. Diffuse, mild to moderate, 25-50%, stenosis of the mid sfa limited stent outflow. 6. Significant findings relative to the use of the device were observed. The 6mm stents were implanted in a 5mm rvd vessel and only angioplastied to 4mm post implantation. That left the stents constrained to almost 30% in three locations. The stents were implanted in longitudinal compression however it cannot be determined whether this had a deleterious effect on patency. 7. Significant findings relative to the design or performance of the device were observed. The stents occluded during the year post implantation. 8. Cause of adverse events was not observed. Based on the imaging review, the complaint of stent shortening can be confirmed, as the stents were implanted in longitudinal compression. According to the imaging review, two zilver ptx stents were implanted across a 10cm long right proximal sfa occlusion. The cranial (6x60mm) stent was implanted in 8% longitudinal compression (52mm/60mm) and the caudal (6x100mm) stent was implanted in 10% longitudinal compression (90mm/100mm). The stents overlapped 23mm for a total stented length of 119mm. It can be noted that the site marked ¿no¿ to the following question: did the device malfunction or deteriorate in characteristics or performance? The site indicated that this was not a serious adverse event. Additionally, the implanting physician noted no difficulty using the stent or the delivery system. Based on the above, it is unlikely that the reported stent shortening occurred due to device malfunction. However a definitive root cause cannot be determined. It may be noted that the following is stated in the instructions for use, "the zilver ptx drug eluting peripheral stent is designed not to shorten upon deployment". Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1114303. According to information provided no treatment was required at that time. No other adverse events have been reported for the patient. Quality engineering will continue to monitor complaints of this nature for potential emerging trends. According to information provided no treatment was required at that time. No other adverse events have been reported for the patient.

Event description:
(B)(6) ¿ restenosis of study stent possibly related to device. The de novo lesion was located in the right proximal sfa. The lesion morphology revealed moderate calcification and no thrombus. There was no previous intervention in the study lesion. The study vessel was incompressible and the rutherford classification was three. The inflow tract was patent and there was no inflow tract stenosis treated prior to study stent placement. There were two patent runoff vessels. Baseline angiographic measurements revealed a proximal reference vessel diameter (rvd) of 5.0 mm, a distal rvd of 4.5 mm and 100% diameter stenosis. The lesion length was 100 mm. On (B)(6) 2015, the patient underwent pre-dilatation of study lesion with one inflation of a 4.0 x 120 mm balloon. One 6.0 mm x 60 mm (lot # c1114303, serial # (B)(4)) zilver® ptx® v study stent was placed in the right proximal superficial femoral artery via contralateral access. A second zilver® ptx® v study stent, measuring 6.0 mm x 100 mm (lot # c1114300, serial # (B)(4)) was also placed. The implanting physician noted no difficulty using the stent or the delivery system. No non-study stents were used to treat the study lesion. Post-stent dilatation was performed with one inflation of a 4.0 x 120 mm balloon. At the conclusion of the case, there was no residual stenosis remaining in the study lesion. The post-procedural abi in the study leg was 0.81. On (B)(6) 2015 (three days post-procedure), the patient was discharged from the hospital taking aspirin and clopidogrel. On (B)(6) 2016 (205 days post-procedure), the six-month follow-up clinical assessment was performed. The study leg abi was 0.68 and the rutherford classification was three. On (B)(6) 2016 (325 days post-procedure), the twelve-month follow-up clinical assessment and ultrasound were performed. The study leg abi was 0.66 and the rutherford classification was four. The vessel proximal to the stented segment was patent. There was a 50-99% stenosis of the vessel distal to the stented segment. The vessel was occluded within the study stent(s). The site indicated that no treatment was required at the time. The patient continued to take aspirin and clopidogrel. The investigator evaluated this event and determined it was probably related to the study product. Imaging review received stated the following: "the stents were implanted in longitudinal compression however it cannot be determined whether this had a deleterious effect on patency." As 2 stents are suspected to be involved in this event a separate report has been submitted for each suspect device. Reference also report # 3001845648-2017-00112.